Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient did not charge their ipg as recommended. As such, the ipg became inoperable and was unable to communicate with the external devices surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Updated d9 - device available for evaluation? To yes. The reported observation of unable to charge / locate ipg was confirmed. The root cause was due to the charger¿s battery not being charged or maintained. The device was subjected to charging; it exhibited normal device characteristics. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity, all test steps passed. The ate also includes a system impedance test with passing results.

Event description:
Additional information received indicates, x-rays were taken and it was determined that the ipg was flipped. As a result, surgical intervention took place on 24 january wherein the ipg was explanted and replaced to address the issue.